Manufacturer narrative:
Device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -9.5 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. "Lens flipped in eye". Lens was removed and back up lens implanted during initial surgery. Surgeon does not know why the lens flipped; no loading issues were reported.